Manufacturer narrative:
(B)(4). Batch #. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can you please provide more event details? No additional details available. Were any staples that deployed into the tissue formed in the proper closed b-formation? Not known. Did the stapler cut tissue, but not staple the tissue? Not known. If the stapler did cut tissue, but was not stapled, how was the transected tissue managed? Not known. Did the same issue occur with both staplers? Not known. If no, please explain. Was there any patient consequence? No.

Event description:
It was reported that during an unknown procedure the first device was fired and the staples were scattered. The staples were picked out and a second like device was tried and it did the same as the first. The procedure was completed with a third like device with no patient consequences reported.